Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. It was reported that the patient left the ¿asc¿ feeling tingling in both their right and left leg. The patient stated that when they went to bed, stimulation was still on both sides. They noted that when they woke up the morning of the report, stimulation was only on their left side with all 3 of their groups. The manufacturing representative (rep) met with the patient on the day of the report for reprogramming. They were able to get bilateral stimulation at the top of the 8-15 lead. The rep suspected that the lead shifted to the left sometime during the night. No x-rays were taken to compare intra-op lead position. The patient confirmed they are now receiving effective therapy. No further complication were reported or anticipated.